Event description:
The report indicated that the orbit mini complex fill3.5x7.5 stretched. Additional information indicated that prior to utilizing, all the products prep and handle according to (IFU) instruction for use guidelines. There were no issues inserting and advancing the guidewire to the site or through the (mc) microcatheter, and there was no difficulty noted with the complaint product and the anatomy or microcatheter (mc). The same mc was utilized to complete the procedure. The mc was pre-shaped. The coil advanced via the mc without any issues. The patient was male. The target vessel was the (a-com) anterior communicating artery, and the aneurysm was 4.5 mm in diameter and 4.5 x 4 mm.

Manufacturer narrative:
The (DHR) device history record review performed for this lot indicates that the product was tested, and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. The DHR review was extending to the coil assembly, and this lot indicates that the product was tested and inspected, per established manufacturing requirements. Additional information will be submitted within 30 days of receipt.